Manufacturer narrative:
(B)(4). The pump remains in use supporting the patient. No further issues have been reported. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced a transient ischemic attack. The patient complained of visual disturbances with loss of color, particularly in the lower visual fields of both eyes. The symptoms resolved after several minutes. A CT scan was performed and the results were negative. The anticoagulants that the patient was on at the time of the event were aspirin and warfarin. On (B)(6) 2015, the patient reported left hand numbness, weakness, and the inability to extend their fingers. Unspecified surveillance imaging was performed (a CT scan was not performed) and it was determined that the patient experienced an ischemic stroke. No additional information was provided.